Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
A medsun uf/importer report was sent to terumo cardiovascular that during vein harvesting, the part of the plastic tip of the bi-polar forcep broke off of the vein harvester. *product was changed out *procedure was completed successfully with 2-3 minutes of delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 13, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned and no photos were provided; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.